Event description:
Pt reported that they were admitted to hosp (ccu) with diabetic ketoacidosis (blood glucose=928 mg/dl). Pt reported that their blood glucose was elevated (off and on) for two days prior to hospitalization, and they are "queasy" and vomiting. Pt was in hosp at time of report; they are receiving IV fluids and insulin for treatment.